Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was 110 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.